Manufacturer narrative:
Section a1: corrected. Section a4: corrected. Section d1: corrected. Section d4, primary UDI number: corrected. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Manufacturer's investigation conclusion: the report of a small tear in the outer jacket of the patient's driveline could not be confirmed as no photos were submitted and the device remains in use. A specific cause for this damage could not be conclusively determined through this evaluation. Review of the submitted log file revealed the device operating as expected. No unusual events or alarms were captured. Multiple attempts for additional information, including patient information and status, were sent to the customer; however, no further information has been provided at this time. No product available for investigation. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 6, ¿patient care and management¿, discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. Section 8, ¿equipment storage and care¿, also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. The heartmate ii lvas patient handbook, is also currently available. This handbook also contains a section on ¿caring for the driveline¿ ¿ however, all heartmate ii left ventricular assist device (lvad) percutaneous leads have the potential for wire/shield breakdown to occur dependent upon length of use movement/flexing over time. This section also outlines proper driveline maintenance. If driveline damage is suspected, the user is instructed to call their hospital contact immediately. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's driveline had a small tear close to the driveline exit site. The damage looked superficial and there were no alarms associated with the damage. Log files were reviewed and there was no evidence of any electrical conductor issues, the tear was confirmed to have been cosmetic only. The damage was repaired with rescue tape.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.